Event description:
Physician was implanting a deltec single lumen powerport in patient. When advancing the catheter onto the port hub the catheter tore off with a portion of the catheter remaining on the port. A new port was needed and the catheter was trimmed to fit on the new port. The same catheter remained.